Event description:
It was reported that during preparing for a polypectomy procedure, connection difficulties occurred. The target polyp was in an unspecified location. A medium stiff standard oval snare had been selected to treat the target polyp. While preparing the device, the device could not be connected to the active code connector. The contact button was "obviously stretched out." The procedure was completed with a different device. There were no patient complications reported with the patient's current condition listed as "fine".